Manufacturer narrative:
(B)(4). Batch n93094. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for alert screens. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that the product was being used during an open liver resection, with anticipated difficulties due to multiple previous surgeries. The surgeon chose to use the hd1000i to aid through the multiple adhesions. The device had been set up correctly, and had been activated no more than four times, going through the mesentery on the small bowel, prior to an anastomosis. On the fifth activation attempt the gen11 displayed a message to ¿remove from patient¿, the advice was followed, the gen11 then displayed a message to ¿clean blade¿, this was done by wiping the blade with a damp swab, and checking the shaft was free from tissue, utilizing non-toothed forceps to facilitate any removal, it must be noted that no tissue appeared to be trapped. On completion, the gen11 requested that the device was tested, the surgeon activated the energy button, with the jaws open, the test began, abruptly stopped, with the instruction to ¿replace the device¿ now shown on screen. The device was removed from the surgical field. A harmonic ace+ with hand piece was sourced as a replacement, surgeon did not wish to use an ethicon harmonic device to complete the case. There were no adverse consequences for the patient reported.